Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the implant(s) was not returned, and the investigation will be completed based on the supplied image(s) the image(s) was reviewed, and the complaint condition(s) of broken was confirmed as the most distal screw is broken at the distal end. As the implant(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was not performed as the lot number could be determined from the image. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review =manufacturing record evaluation was not performed as the lot number could be determined from the image. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: nkb, mnh, kwp, kwq, osh. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the viper prime screw was broken. This was discovered via x-rays that also showed a post-surgical kyphosis. A revision procedure was schedule for (B)(6) 2020. It is unknown if that procedure occured. The patient is reported as stable and in good form. This report is for a viper prime screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary. Investigation flow: damage. Visual inspection: viper prime cfxfen xtab 5x45mm (part# 186750445, lot# tbwsl, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the distal end of the screw shank got broken. Rest of the device looks good without any damage. Thus, the complaint is being confirmed. Device failure / defect is identified. Dimensional inspection: dimensional inspection of the received screw was performed at cq. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. The complaint is confirmed. Investigation conclusion: the complaint condition is being confirmed for viper prime cfxfen xtab 5x45mm (part# 186750445, lot# tbwsl) as the distal end of the screw shank got broken. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces on the screw shank. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for viper prime cfxfen xtab 5x45mm-sterile was conducted identifying that lot number tbwsl was released in a single batch. Batch1: lot qty of (B)(4) units were released on jan 28, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the receiving inspection (ri) for viper prime cfxfen xtab 5x45mm-sterile was conducted identifying that lot number tbwsl was released in a single batch. Batch1: lot qty of (B)(4) units were released on jan 28, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.,the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.